Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: opening crack and white particles inside the device, crease fold, wear abrasion and brown particles in the inside in the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp in the plug strap disk shell and crack in the valve bond edge. Based on the device analysis the final assessment is: a sharp plug strap disk shell assessed as an unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.